Manufacturer narrative:
(B)(4). (No known impact or consequence to patient). (Material rupture). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that a patient underwent a balloon kyphoplasty procedure (bkp) at t12. It was reported that one of the balloons used ruptured at approximately 5cc. It was reported that 2.5 cc of pmma-based bone cement had been administered on one side when the balloon ruptured. The ibt was inflated to the desired volume before the rupture occurred, according to the report. No patient complications were reported.